Event description:
The customer reported that intermittently this unit failed to show the softkey "shock" button once it was fully charged. The customer also reported that this unit intermittently only charges to 50j instead of 200j.

Manufacturer narrative:
H3 and h6: the factory has not yet rec'd the device for eval and this complaint is still under investigation.